Event description:
It was reported that the 9800 system displayed grainy images. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Several shots were taken and the images looked fine except for some artifacts. Cleaned the laser aimer. The system was tested and found to be working as intended and placed back into service.